Manufacturer narrative:
The device performed to specification. Results of the autopsy conclusion is that the cause of death was related to the condition of the pt not device related.

Event description:
The manufacturer was notified on july 2, 2007 that a pt had expired in 2007. A therapeutic plasma exchange procedure was being performed on a pt with thrombotic thrombocytopenia purpura. The procedure was the 8th procedure and the pt was responding well. Approx 85 mins into the procedure, the pt went into respiratory distress and expired. There was no allegation that the product caused or contributed to the death. The facility contacted the manufacturer to have the machine checked as precautionary. The machine was investigated through the manufacturer. There was no machine malfunction. The tubing set used on the machine at the time of the event was not available for investigation; however, a review of the manufacturing records did not indicate any manufacturing deviations. An autopsy was performed to determine the cause of death. Results of the autopsy revealed that the pt had multiple diseases that were not symptomatic. The medical conclusion was that the death was a result of the multiple diseases and not related to the manufacturer's product.